Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened all the buttons dome switch. No button error alarm noted during testing. Device had cracked case at display window corner and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. Nothing further reported.